Event description:
It was reported that mysentry monitor had blank display. Customer stated it was not working. Troubleshooting was done but did not work. Customer's blood glucose was 259 mg/dl. No further information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Insulin pump revealed no anomalies during the visual inspection. Insulin pump is connected to a good functioned power supply in attempting to power up. Insulin pump denied to turn on, tried another power supply a no success. Insulin pump was not powered up during the analysis.